Event description:
User states that burns occurred in areas where open holes are located. A check of unit by biomed showed following: high temp 50-51 c (normal is 42.0-48.0), med 49 c (normal is 36.0-41.5), low 49 c (normal is 30.0-35.0), ambient air= 49 c. Unit would automatically switched to cooling at 54c.